Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 6 accessory pack short port btt (blunt tip trocar) black inflation valve started to come out but they pushed it back in. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
The device was returned to cardiac surgery on feb 26, 2010, for investigation. A visual inspection revealed that there were no non-conformities with the inflation valve. The balloon was then inflated with 25 cc of air. The balloon inflated properly, but upon removal of the syringe, the balloon deflated. Based upon these findings, the failure mode "inflation valve backed out" is confirmed. A device lot history was performed, and there was no non-conformance which could have contributed to this failure mode. The exact root cause is not confirmed. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted if additional information is obtained. (B)(4).